Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional thoracic endovascular aortic repair (tevar) procedure via an 18f sheath. Reportedly, a first prostyle device was pre-placed without issue; however, while pre-placing a second prostyle device, a suture break occurred during plunger removal. While the remaining portion of the suture was removed, it was noted that the knot was also unraveled. The suture of one additional prostyle device was successfully pre-placed and the tevar procedure was completed using the same 18f sheath. Hemostasis was achieved with the two successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.